Manufacturer narrative:
The cartrdige has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient's most recent blood glucose(bg) reading was 'hi' and reporter has attempted to deliver correction boluses throughout the day, but receives persisent occlustion alarms. Patient is pale, and ketones are 0.6 mmol/l. Reporter is changing out site/set/cartridge now. Customer support (cs) review found that the reporter employs poor site rotation, sites have scarring, and does not cycle cartridges per IFU. Cs advised reporter on possible causes of occlusion alarms such as ifs in dense tissue such as muscle or scar tissue and it is not uncommon to see an occlusion alarm after 1 to 2 units bolus attempt with scarred tissue. Also advised IFU for preparing cartridge is to cycle 2 to 3 times prior to filling, this can also cause no prime warnings, occlusion detected alarms. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to the user error of not properly cycling the cartridges prior to filling.

Manufacturer narrative:
A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 03/14/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.